Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had recently been experiencing high blood glucose levels. Customer stated that his meter did not recognize the fact that his blood glucose level was high. During troubleshooting, the customer also reported noticing that the cannula was bent. Blood glucose level was 144 m/dl at the time of the call. No further information was provided.